Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not detected on bus. A field service engineer replaced the controller board, the drawer 3.2 retractor band, and both module controllers. Subsequently, the customer requested end service and placed an order for a replacement drawer to address the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus. The customer reported that users were unable to remove medications from drawer. Which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.